Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 50 mg/dl while using the ilet bionic pancreas, without recent physical activity and after a usual breakfast; the patient self-treated with oral fast-acting carbohydrates and a subsequent fingerstick measured 72 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.